Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2020. H.6. Investigation: customer returned an additional eight (8) loose 0.3ml bd insulin syringes on 13jul2020. Consumer reported that the needle shield was difficult to remove and the needle hub separates. All eight returned syringes were examined, and the following was observed: - seven syringes exhibited a needle hub/shield assembly separated from the syringe barrel (only six separated hub assemblies were returned); no damage to the barrel tips was observed. - one syringe exhibited adhesive splatter on the cannula hub. Unable to perform a DHR review due to an unknown lot number. Hub separates: process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated. Adhesive splatter: process summary: ¿ the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿ during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿ the cannula is then re-inserted into the hub with vacuum. ¿ the pim inspection systems looks for adhesive clogs, splatter and rejects the needle assemblies in the process. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. No root cause determined.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm whole unit 10bg 500 experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328438 batch no. 9343336. Complaint 2 of 2. Spouse of consumer stated: shields are difficult to remove and needle hub separate. Date of event: (B)(6) 2020.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328438 batch no. 9343336. Complaint 2 of 2 spouse of consumer stated: shields are difficult to remove and needle hub separate. Date of event: (B)(6) 2020.